Event description:
It was reported that the patient experienced difficulties charging their deep brain stimulation (dbs) implantable pulse generator (ipg) and wanted to upgrade to a non-rechargeable primary cell ipg. Additional training to properly charge ipg was provided however was unsuccessful. The patient underwent a procedure where the ipg was replaced with a non-rechargeable primary cell ipg. The patient did not experience any therapy issues from difficulties charging the ipg, per the physicians assessment and during the procedure he discovered the ipg had migrated with the boston scientific imprint faced down thus causing the difficulties charging, however it is unknown how the ipg had migrated. Physical analysis of the dbs ipg was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Block b3: date of event unknown. Approximated last few months prior the manufacturer becoming aware of the event.